Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Laboratory analysis summary: the device related to the reported events creases folding of implant, deflation and particles in valve was received on december 11, 2024 with lot number 3085975. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening device assessed as unidentified (tear) opening. Crease folding of implant: observed creases on device. Particles in valve: observed particles in valve. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side observations as "any creases" and "particles in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.